Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed some negatives with elevated rlus and/or low positive samples; they could not determine if there was any inhibition or positive contamination. The wl in question had a low positive control (989 rlus) and some high negative samples (~500 rlus). Hologic product applications specialist (pas) reviewed logs and found no issues with negative sample rlus as they were within specifications; there was likely sample handling issues or lot-to-lot variability. Ts provided customer with pas's findings. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported an increase in higher rlus for negative sars-cov-2 tma samples. Rlus for negatives were around 380-390 when they normally are below 300. Hologic technical support (ts) reviewed wl (B)(4) using assay lot 286560 as part of a general log review for this instrument. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.